Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the yellow pressure connector of a cerelink monitor (ID 826820) fails when the monitor is turned on and gets hot. The failure was noticed after some days of monitoring. No patient injury reported. Medical staff continued the monitoring with a replacement monitor.

Event description:
N/a.

Manufacturer narrative:
The crelink monitor was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the technician noted during diagnostics that there was "no problem found". Therefore, the complaint condition could not be confirmed. Root cause: the root cause is undetermined and was unable to be confirmed in the complaint evaluation.